Manufacturer narrative:
H11: b5- philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" alarm (110b). The device was in clinical use when the issue was observed. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" alarm (110b). The customer confirmed that the alarm was recorded in the event log. During troubleshooting, the customer reported that the occurrence was logged one time per the event log. Prior to the incident, the device ran for over 200 hours. The rse advised the customer to run the device for 30 minutes in ventilation mode, in order to see if the issue could be duplicate. The rse then advised the customer to perform the following task, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. A field service engineer (fse) was dispatched, and it was reported that the event log was reviewed, and the alarm (check vent: proximal pressure sensor auto zero failed) was confirmed. The fse noted that the data acquisition (da) printed circuit board assembly (pcba), and solenoid valves (3 and 4) were replaced to resolve the issue. The device's software was upgraded to 3.00. A performance verification test (pvt) was performed, and the testing passed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.h10: h6-component code grid

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" alarm (110b). The device was in clinical use when the issue was observed. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" alarm (110b). The customer confirmed that the alarm was recorded in the event log. During troubleshooting, the customer reported that the occurrence was logged one time per the event log. Prior to the incident, the device ran for over 200 hours. The rse advised the customer to run the device for 30 minutes in ventilation mode, in order to see if the issue could be duplicate. The rse then advised the customer to perform the following task, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. A field service engineer (fse) was dispatched, and it was reported that the event log was reviewed, and the alarm (check vent: proximal pressure sensor auto zero failed) was confirmed. The fse noted that the data acquisition (da) printed circuit board assembly (pcba) was replaced to resolve the issue. The device's software was upgraded to 3.00. A performance verification test (pvt) was performed, and the testing passed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.